Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break is confirmed and was determined to be use-related. One 20 ga powerglide pro catheter was returned for evaluation. An initial visual observation of the returned device showed blood residues throughout the device. A microscopic observation of the break site for both the proximal and distal break site revealed a chevron-shaped break at the distal end of the catheter. The catheter fracture surface appeared shiny and granular. The failure of a break in the catheter was determined to be related to pulling the catheter back against the needle bevel. The product IFU states, ¿once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter.¿ this complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported we had a powerglide break off in a patient today. We had to call surgery. It was about 4.5cm that broke off. They had to cut a knick in skin to pull it out. My nurse could not advance after she pulled out guidewire and needle. She went to pull it out slowly. There was no resistance. It just broke off. No further information was provided.